Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In 2007, the pt was seen by a company rep for device evaluation. Testing performed confirmed out of range impedances. Testing performed confirmed that the device was not fully functional. Surgery to explant the pt's device has been scheduled.